Event description:
It was reported by service report that the head end jack will not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other - release valve control arm.